Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a moderately calcified vessel. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During the second inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.